Event description:
Boston scientific received information that during the implant of this right ventricular (rv) defibrillation lead , a small shock electrogram (egm) was noted after the pocket was closed. The pocket was reopened and it was found that the defibrillation terminal pins were reversed in the header. This was resolved without further noted issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.